Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free since june 6') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nausea"), dizziness ("dizziness"), malaise ("sick for a week") and pelvic pain ("stabbing pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, nausea, dizziness, malaise and pelvic pain outcome was unknown. The reporter considered dizziness, malaise, medical device removal, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free since june 6') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nausea"), dizziness ("dizziness"), malaise ("sick for a week") and pelvic pain ("stabbing pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, nausea, dizziness, malaise and pelvic pain outcome was unknown. The reporter considered dizziness, malaise, medical device removal, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New reporter added. New event stabbing pain was added. Fu 1,2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free since (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nausea"), dizziness ("dizziness") and malaise ("sick for a week"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, nausea, dizziness and malaise outcome was unknown. The reporter considered dizziness, malaise, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.